Event description:
Pt was revised to address pain on the medial side of knee at joint line level. Pt had some medial laxity at time of revision, so poly thickness was increased from 12.5 to 17.5mm std+ insert.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the root cause of the reported pt pain. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.